Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: suspected rupture. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient underwent a revision breast augmentation with two 300cc mentor memorygel breast implant prostheses and experienced postoperative right-sided grade iii/IV capsular contracture and left-sided rupture. The diagnosis of the capsular contracture was confirmed by a healthcare professional. In addition, the patient reports that the left side implant feels like ruptured. As a result, the patient is scheduled to undergo removal without replacement on (B)(6) 2020. This report is for the left-sided prosthesis.